Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarms were not working as expected. The reporter stated that the device was "not fully alarming when it should have been", but no further details were provided. The reporter further advised that the ventilator was also unable to maintain peep (positive end expiratory pressure). There was patient involvement associated with the reported event. However, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of its alarms not working as expected and it being unable to maintain set peep (positive end expiratory pressure) could not be duplicated or confirmed. Ventec evaluated the device's peep on all settings and observed that it held steady and at the correct pressure throughout. Ventec also observed that the device's user settings had most of the alarms turned to off, however, the ones that were set to on did activate as expected during testing. No abnormalities were observed with the alarm system. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be conclusively determined.